Event description:
The e-mail received from (B)(6) registry indicated that during removal of the angioguard, they had difficult retracting the device, as it was hung up on a stent from a previous procedure. The patient experienced no adverse event from the difficulty, and the angioguard was eventually removed from the patient.

Manufacturer narrative:
Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02412709, which corresponds to cordis lot number 70709517. This packaging lot contained 111 units, which were shipped from lake region medical on (B)(6) 2009. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.